Event description:
On (B)(6) 2014, it was reported that the luer and the connector on the patient's infusion sets have become separated from the tubing on several infusion sets. No adverse event was reported. The infusion sets were requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).